Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: cage back-out procedure: posterior lumbar surgery levels implanted: l4-l5 it was reported that post-op, the implanted cage backed-out to an undesirable posterior position. Revision surgery was performed as a result of the event. During the surgical removal procedure the implant got separated into two pieces when it exited from the vertebral disc space. No patient complications were reported.